Manufacturer narrative:
New information was received on 2026-03-30. The following patient information was shared: female, 57 years old with 88,1 kgs. Further, the affected hls set was investigated in the getinge laboratory on 2026-04-02 and the reported noise could not be reproduced during the investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the USA. It was reported that a loud noise was noticed during patient treatment. The noise occurred when the rpms were below 3200. The noise was getting quieter when pressing the hls set towards the cardiohelp device. The involved cardiohelp device with serial #(B)(6) did not have any malfunction. The customer stated that the cardiohelp and the output readings all seemed to be within normal ranges. The decision was made to exchange the hls set. After a new hls set was connected the noise was not noticed again. No harm to any person has been reported. As the hls set has been replaced during patient treatment a report is required. Complaint ID #(B)(4).